Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and observed hct, mean corpuscular volume (mcv) and mean corpuscular hemoglobin concentration (mchc) readings were low. Service corrected the aperture gains by running the latex particles tool and the customer was advised to calibrate for red blood cell (rbc) parameter since a significant adjustment was made to the rbc gain. Additionally, the main board was replaced due to ongoing issues with the mchc parameter; it was also indicated that the control recovery was high for mchc parameter; the hct problem was also corrected by replacing the main board. (B)(4).

Event description:
The customer reported the hct (hematocrit) control recovery shifted high on a coulter ac·t 5diff autoloader (al) hemalogy analyzer after monthly maintenance. There was no report of change or affect to patient treatment in connection with the event.

Manufacturer narrative:
The hematocrit (hct) results were low after customer routine maintenance and the mean corpuscular hemoglobin concentration (mchc) recovery was high; both patient and control results were affected. Erroneous results were generated but they were not reported out of the laboratory. No patient results were provided by the customer for review and confirmation.